Manufacturer narrative:
Section a2: patient age was estimated based on a prior report associated with this patient (MFR#: 2916596-2020-00472). Manufacturer investigation conclusion: the report of low speed and low flow alarms was confirmed via the submitted log file. Based on experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number: (B)(6) could not be conclusively established through this evaluation. The report of hemorrhagic stroke and suspected thrombus could not be confirmed by the submitted log files, and no product was returned for evaluation. A root cause for the alarms could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Bleeding, stroke, and death are listed in the heartmate ii lvas instructions for use (IFU) as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended international normalized ratio values as well as anticoagulation strategies for patients on heartmate ii therapy. Both the heartmateii lvas IFU and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire / shield breakdown to occur dependent on length of use and movement / flexing over time. Information regarding driveline care can also be found in both of these documents. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d: device information corrected. Manufacturer's investigation conclusion: the report of low speed and low flow alarms was confirmed via the submitted log file. Based on experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The report of hemorrhagic stroke and suspected thrombus could not be confirmed by the submitted log files, and no product was returned for evaluation. A root cause for the alarms could not be conclusively determined through this investigation. The submitted log file captured 3 transient low speed operation flags. Of note, there was a sudden increase in pump power on (B)(6) 2020 at 06:43. 2 low flow hazards were also captured during this event, where the calculated flow decreased below the 2.5 liters per minute (lpm) threshold. The pump speed was stable for the remainder of the log file. The system appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) lvas instructions for use (IFU), rev. C is currently available. This document lists bleeding and stroke as possible adverse events that may be associated with the use of the heartmate ii lvas. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. This section also discusses anticoagulation, including recommended inr values. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, rev. C, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
T was reported that the patient was admitted for a hemorrhagic stroke on (B)(6) 2020. The patient was not currently on anticoagulation. The log files recorded a low speed advisory and two (2) low flow warnings on (B)(6) 2020 at 06:43, which coincided with a slight increase in power and pi events. The patient denied having any symptoms at the time of this (B)(6) 2020 event. The possibility of a driveline fracture, presence of thrombus, and continuity of contact with the pump were discussed. The log files showed 3 low speed advisories with speed drops as low as 2390 rpm. Driveline damage was ruled out as a result of x-ray imaging of patient's chest and driveline which showed nothing remarkable. The patient was placed on an ungrounded cable while in the hospital, and technical services recommended switching to the regular grounded cable and monitoring the patient. The cause of the low flow/low speed alarms was presumed to be thrombus. The patient is clinically stable with no focal deficits from the stroke, and was restarted on anticoagulation medication.